Event description:
Information received indicated that when the CPR was activated the head section would not lower.

Manufacturer narrative:
The hill-rom replaced the CPR/et valve and the bed functioned to specifications.